Event description:
I'm writing to share my ongoing issues with the dexcom g7. Today marks my sixth failed attempt to use this sensor, which I'm told is the only compatible option for my insulin pump. Each sensor has malfunctioned, often with small metal fibers detaching during application ¿ fibers that are meant to be inserted under the skin. If a sensor does manage to activate, it provides inaccurate glucose readings, creating a dangerous risk of hypoglycemia. Numerous reports online and from other users, dating back over a year, highlight these persistent problems. It's deeply concerning that dexcom appears to have made no visible effort to address these issues or improve the product, potentially endangering patient safety. I do believe a recall should be made on dexcom products until they take this seriously. Reference report: mw5170777, mw5170778, mw5170779, mw5170781, mw5170782.